Event description:
It was reported that the right ventricular (rv) lead was found to have elevated thresholds within two months of implant. The lead will continue to be monitored and remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).